Manufacturer narrative:
Final analysis found that the proximal insulation was damaged at 25 cm from the connector pin. One wire of the proximal coil was fractured due to abrasion between 30 cm and 31.2 cm from the connector pin.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead exhibited less than 200 ohms impedance. The lead was removed and replaced.